Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) - added due to character limitation in respective field.

Event description:
It was reported, the probe cover of the bronchovideoscope was burned near the tip of the forceps mouth. The issue occurred during a therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress from use, external factors, or handling. The inspection method for this event is described in the instruction manual (operation edition) ``chapter 3 preparation and inspection 3.3 endoscope inspection''. Olympus will continue to monitor field performance for this device.